Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that although the device was being used in s/t mode (ipap 8.0, epap4.0), the screen displayed ipap 10.0 and epap 6.0. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The hospital replaced the device with another v60--no further medical intervention was reported, and there was no reported delay in therapy.

Manufacturer narrative:
After further review, it was determined that the initial report submitted for this complaint was sent with missing information. B5 of the initial report should have included below information: philips received a complaint from the customer on the v60 indicating that although the device was being used in spontaneous/timed (s/t) mode with inspiratory positive airway pressure or ipap at 8.0, and expiratory positive airway pressure or epap at 4.0, the screen displayed ipap 10.0 and epap 6.0. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The hospital replaced the device with another v60. No further medical intervention was reported, and there was no reported delay in therapy. The manufacturer's product support engineer (pse) evaluated the device but could not duplicate the reported issue despite a test run. No further information was provided. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H6 codes have been corrected accordingly.